Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the plate for the hallux valgus. During drilling the last hole, it did not go the way the surgeon thought it would. Therefore, the surgeon tried to bend the plate. The plate was broken from the hole part. The surgeon handled burrs and removed the broken part because the plate was fixed with a k-wire. The surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported - unk - guide/compression/k-wires (part# unknown; lot# unknown; quantity: unknown) and unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown) . This report is for one (1) x-pl-2.4/2.7 va lock xs 23.5*15 tan. This is report 1 of 1 for complaint (B)(4).